Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a crossing difficulty occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad). The lesion was predilated with 2.0 x 20 unspecified balloon catheter. A 3.50x38mm promus element plus stent delivery system (sds) was advanced to the lesion but unable cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device identified a hypotube kink approximately 80cm from the catheter strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination identified stent damage in the middle section of the stent. Stent struts were slightly kinked. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).